Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, sex, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal bandages toes 8ct USA 381371174201 8137117420usa. Lot # is not available. UDI: (B)(4), upc = (B)(4), expiration date= na, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. Consumer is alleging to have permanent scarring (greater than 2 years of healing). There is no indication that the patient sought medical intervention or medical treatment for associate medical event. The potential that bandages and pads that did not adhere properly will cause or contribute to serious injury or death is remote. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported, via a website comment, an event with band aid brand hydroseal bandage. Consumer stated: I used these on some scabs I had because I¿ve always been a bad scab picker. These ripped off my scab, and scarred my skin. It's about 6 years later after I used these and I still have the scars. I am very fair and have sensitive skin but I found it odd that it scarred me. They also wouldn¿t stick too well. The consumer did not indicate any medical or surgical intervention. There is no additional information regarding this event and consumer was unable to be reached for follow-up information.